Event description:
It was reported that during implant, the left ventricular (lv) lead had multiple high impedance measurements ranging from 1200-2350 ohms. The lv lead had also shown high thresholds with sewing down. The lv lead was not implanted and another model lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Concomitant products: 5076 x2 implantable pacing leads, (B)(6) 2003. (B)(4).